Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-18808. It was reported that the patient did not charge their device as recommended and the ipg became unable to communicate with external devices. Additionally, the lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.